Manufacturer narrative:
Batch review performed on 18 may 2026, lot 2155524: (B)(4) items manufactured and released on 29-nov-2021. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review.

Event description:
After the surgery (wound closure), the x-rays examination revealed that the tip of the instrument had broken. The wound was reopened, and the broken fragment was removed. No fragments remain inside the body. The surgery was completed successfully. The total surgery time was 3.5 hours, and the delay time was 1.5 hours.